Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had replace battery. The customer's blood glucose value was 326 mg/dl. The customer stated that they did not received low battery alert prior to replace battery now alarm. The customer also stated that the insulin pump had second occurrence replace battery alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement, sleep current measurement, active current measurement and selftests. The pump was monitored and functioned properly. No unexpected battery power loss alarm was noted during testing.